Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for chronic low back pain reported at 2 a.m. On (B)(6) 2017 they stopped feeling stimulation in their legs despite charging and increasing stimulation to 10.5. It was noted when the consumer normally increase stimulation they felt it in their legs, but they didn't feel anything at all. During the call the consumer was able to sync with the implantable neurostimulator (ins) and confirmed stimulation was on. It was confirmed there were no falls or traumas related to the issue, but the consumer did have CT scans and x-rays where they never turned the ins off, but there was no timeline given on when these scans took place. It was also noted the consumer had rode their bicycle for 22 miles a day for the past four years. The consumer was redirected to their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain. It was reported that the patient had a loss of therapy. The patient reported having a "loose wire." The patient stated that the va did an x-ray, and their ins has been off for about 4-5 months. The patient stated that the stimulator does recharge, but the patient does not feel stimulation. The patient stated that they cannot have their ins replaced until september. The patient stated that they were starting to have some pain and would like to have the replacement done sooner. The patient was asking if they can replace the stimulator and not the leads. The patient was forwarded to their healthcare provider (hcp) regarding the lead replacement. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# j0504237v, implanted: (B)(6) 2005, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that he had an appointment and had an x-ray done. The patient stated that they did confirm there was an issue with the lead, but he wasn't sure what. The patient was going to be meeting with his healthcare provider sometime in (B)(6) 2017.